Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen articular surface, catalog # 00599403210, lot # 63342116, nexgen femoral component, catalog # 00597001601, lot # 63546564, nexgen stemmed tibial component, catalog # 00596600317, lot # 62941844, nexgen tibial block, catalog # 00598800427, lot # 62932341,, nexgen tibial block, catalog # 00598800427, lot # 63245823 nexgen stem extension, catalog # 00598801013, lot # 63445013, nexgen stem extension, catalog # 00598802011, lot # 63338907, nexgen femoral augment, catalog # 00599003610, lot # 63305431, nexgen femoral augment, catalog # 00599003610, lot # 63419322, headed screw, catalog # 00579104100, lot # 63467026, headed screw, catalog # 00579104100, lot # 63503241, headless trocar drill pin, catalog # 00590102000, lot # 6346053. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06529, 0001822565-2018-03305, 3007963827-2018-00099, 0001822565-2018-03308, 0001822565-2018-03311, 0002648920-2018-00497, 0001822565-2018-03312,, 0001822565-2018-03315 0001822565-2018-03317. Implant discarded.

Event description:
It was reported that the patient underwent a stage-two post infection revision. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI- (B)(4). Concomitant medical products- 00599401691 63009842 femoral size f, lt (green/str blue) 00599003610 63305431 5mm distal augment (femoral f) 00599003610 63419322 5mm distal augment (femoral f) 00598800427 62932341 10mm block tibial augment, size 4 00598800427 63245823 10mm block tibial augment, size 4 00598801013 63445013 straight stem 13mm x 145mm (100mm) 00598802011 63338907 offset stem, 11mm x 145mm (100mm) 00599403210 63342116 articular surface with locking screw 00579104100 63467026 headed screw 00579104100 63503241 headed screw 00590102000 63460539 headless trocar drill pin . Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. An additional report has been submitted for this event 0001822565-2019-02160.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons.